Event description:
Always maxi pads (overnight size) and possibly tampons; symptoms decreased with tampon use in place of maxi pad but didn't subside/disappear. The date of (B)(6) 2025 was my initial vaginal exam with a full std panel at (B)(6), to figure out what was causing the irritation; I went to my primary doctors office the very next day for a second opinion and quicker results. Results showed no yeast infection, no positive std/sti (sexually transmitted diseases/sexually transmitted infections) results (I can provide proof of this visit and results if needed). Since my cycle ended a few weeks ago to today, I've had none of the symptoms minus slight vaginal dryness on my labia. Reason for use: menstrual cycle.